Manufacturer narrative:
Correction: b5, the left ventricular (lv) lead was capped (B)(6) 2026 and replaced not explanted.

Event description:
The left ventricular (lv) lead was capped (B)(6) 2026 not explanted.

Event description:
It was reported that no capture was observed on the left ventricular (lv) lead since 2021. The lv lead was explanted and replaced. The patient was stable before, during and after the procedure.